Event description:
New information received notes that the device was explanted on (B)(6) 2018.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device was unable to be interrogated as the device was unresponsive to magnet placement. Premature battery depletion was suspected. No intervention was performed.

Event description:
New information received notes that the patient had experienced dizziness and was stable later. The device was explanted and the patient was stable post procedure.